Event description:
It was reported that the user experienced hyperglycemia with a blood glucose reading of 256 mg/dl while using the ilet pump, with no device alerts observed, and a guided supply change was performed with insulin delivery resumed without abnormal findings. Symptoms included elevated blood glucose. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included remote troubleshooting and user education focused on supply change and review of device status. Investigation of this case revealed no device alarms and no observed device or component malfunction during the call. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.